Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, blood glucose was 158 mg/dl (normal result) between 8:30am-9:30am. Last insulin injection was a week before the incident on (B)(6) 2016, he chose not to take any insulin since readings were normal on the meter. On (B)(6) 2016 at 11:30 am at routine doctor¿s appointment, blood glucose was 582 mg/dl (felt fine and was a little dizzy). Physician ordered him to go to the ER for treatment based on the doctor¿s meter result. He would have been able to self-treat. He went home first and tested on his meter at 12:15pm, result was 158 mg/dl. His mother drove him to the hospital and at 1:00 pm blood glucose was 600 mg/dl on the hospital meter. He received 3 shots of r insulin (name and dosage unknown); in the stomach subcutaneous injected and 1 shot administered through an IV (actual dosage given and time is unknown). Blood glucose was 300 mg/dl on professional meter at 6:00 pm. He was not admitted to the hospital and was released at 6:00 pm. He was still feeling weak but okay. A request was made for the return of the strips, replacement sent.